Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2015 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2015 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 12-jun-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 12-jun-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient states she has had an mdt rep come out a couple times to her facility because she had a car accident (B)(6) 2022. Pt states her old ins was great and new one placed is not the same. Pt clarified that the leads moved and the mdt reps stated shouldn't bother the ins. (B)(6) 2023 pt reports the leads moved because had l2 to pelvis because pelvis fractured and the leads moved down to t7-t-8/9. Pt states rep has programmed but the ins actually hurts where the ins is and cannot have this on. Pt states feels like shes getting zapped and states her hcp said to keep calling mdt but pt states might just need this taken out as its too painful to use. Pt states these issues started after the lumbar surgery. Pt mentioned fused before the car accident. Agent had a hard time clarifying dates of events. Pt states during surgery not sure if they were digging around the ins as they put a rod in the pelvis and if thats why issues when ins is on. Pt mentioned seeing a (B)(6) for a pump but has not been in touch with hcp for ins. Patient said they were in a car accident in (B)(6) of 2022 where they were hit 60 miles an hour and the pins and rods or whatever fractured and needed to be taken out. Patient stated doctor did x rays and found that the leads moved down one or two vertebrae in the thoracic area. Patient also said it hurts when they turn the stimulator on because it feels like there is a fluid bubble around it, like they are getting zapped from the box and that's where the pain is coming from. Patient service specialist asked when the issue started and patient said after they had the l2-l3 surgery and the surgery was pretty massive. Patient then said they had x rays done and they said no. Patient asked if there was a way to swap out the actual device. The patient was redirected to their healthcare provider to further address the issue on next steps having ins removed or changed, etc. Pt mentioned (B)(6) 2023 and got out of hospital (B)(6)2023. Pt states she was previously fused l3 to pelvis with fixation anterior/posterior and added pins and rods which were fractured so those came out and did posterior l2 and fixated that and states just a lot of digging around in the ins area and states the area was fairly fresh. Pt mentioned feeling fluid ball around that area. Pt states she knows what she should feel like and its nothing like that. Pt mentioned pain and the site does hurt.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2015, product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2015, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that imaging from before and after the accident (taken (B)(6) 2018 and (B)(6) 2024) did not show the leads had moved or shifted. It was stated that the only note describing discomfort was about uncomfortable stimulation when the patient use high intensities. There was no note about uncomfortable zapping at the battery site.

Manufacturer narrative:
G3: a correction was made to update the initial g3 from rr #3004209178-2024-09877 to (B)(6) 2024 making it on time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient, indicated that they are unsure the cause of the issue. Possibly si surgery lumbar. Patient had multiple adjustments done, but issue remains unresolved. The patient will have the device removed. It remains implanted at this time.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2015, product type: lead, product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2015, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.